Manufacturer narrative:
Product manufactured but not sold in the u.s. Device evaluation: the lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product and foreign material (fibers) on the lens surface. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a same size, different diopter lens, the surgeon noting refractive surprise. The problem was resolved.